Event description:
It was further reported that the patient was admitted for cardiogenic shock despite dual inotropes, severe intravascular hemolysis, acute kidney injury (aki) due to intravascular hemolysis and evidence of end-organ dysfunction. They underwent catheter directed tissue plasminogen activator (tpa) targeted towards the vad inflow cannula with restoration of vad flow, power and pulsatility. Their course of treatment was complicated by major gastrointestinal bleeding requiring multiple transfusions, intravenous (IV) medications, anuric aki requiring continuous renal replacement therapy (crrt), mixed respiratory failure, evidence of recurrent acute pump thrombosis while on systemic anticoagulation with abnormal pump powers and undetectable flows with worsening coagulopathy and an lactate dehydrogenase (ldh) of (B)(4). Despite escalating their pressor and inotrope requirements, the patient had worsening multiorgan failure with dropping pressures and cardiac arrest. She was resuscitated per advanced cardiac life support but there was no meaningful recovery. The vad was turned off and the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient expired due to thrombus and multi-organ failure. Review of the controller log files could not be performed since log files were not available for analysis. The reported thrombus, high power, and low flow events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, multi-organ failure, hemolysis, renal dysfunction, bleeding, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and had previously experienced a clot. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant products: 419488 lead implanted (B)(6) 2013 693565 lead implanted (B)(6) 2013 5076-52 lead implanted (B)(6) 2013 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died due to a ventricular assist device (vad) thrombus and multi-organ system failure.